Event description:
His lead was implanted on (B)(6)2005 and explanted on (B)(6)2011 due to a product performance issue. No other information is available at this time. The physician was dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).